Event description:
A monitor fell off the suspension and struck a technologist in the head. Apparently, the technologist suffered a mild concussion from the incident. Evidently, the monitor was replaced with another co's monitor at some point in time by the site. The monitor and suspension have been removed from the room.